Manufacturer narrative:
Standard disclaimer on file.

Event description:
A diabetic pt reported that the suspect device had given a result of hhh (blood glusose greater than 500 mg/dl) on five occasions prior to the incident. The pt took insulin to lower her blood sugar, fainted, and was taken to the hosp by her neighbor. The pt was treated for low blood sugar at the hosp. Treatment details were requested but not provided.